Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The cgm was reading 130 mg/dl but the bg was 50 mg/dl. The patient had unspecified hypoglycemia symptoms, went to the hospital and at the time of the report was doing okay. No information is available regarding what symptoms were experienced, when the bg/cgm values were checked or by whom, and what treatment was provided for the low bg. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).